Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the device evaluation confirmed residue in the biopsy channel. However, since the customer could not provide any further event details, the root cause of the reported event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) in sections: ¿operation manual - chapter 3 preparation and inspection.¿ ¿reprocessing manual - chapter 5 reprocessing the endoscope.¿ this supplemental report includes information added to d8 and d9. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This device was evaluated. Visual inspection with an olympus borescope confirmed residue and scratches along the wall of the biopsy channel approximately 10mm from the opening at the distal end. The borescope was advanced further and noted more residue in various areas of the channel. The borescope was removed from the biopsy channel and reinserted into the suction cylinder. Once inserted, no signs of residue or abnormalities were present at the opening of the channel. The entire length of the suction channel was normal. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available. This report was also submitted on importer medwatch report #2429304 - 2023 - 00085.

Event description:
The customer reported to olympus that after a colonoscopy using this colonovideoscope, a residue was found in the biopsy channel of the scope. There was no description of the residue. The customer stated that this could have possible gotten the patient sick. The specific sickness is unknown at this time. Additional information confirmed that the patient got sick and exhibited some symptoms. No additional details provided. The patient's current condition is unknown.